Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with stained end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was 219 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.